Event description:
It was reported that the lumbar cage was broken during insertion. A portion was removed and the surgeon decided to shift the remaining portion ventral to support the repair. No pt injury has been reported at this time. As surgical intervention occurred an MDR is being filed to document this event.